Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: when asked the date the stimulator not working was first observed, the patient replied the issue was resolved. They stated the cause was they had lost control, and now have control (understood to be controller/programmer), and that the steps taken to resolve the stimulator not working was they got a new controller. The stimulator not working issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient thought their stimulator was not working. The caller didn¿t have any details about the issue and the reason for the call was to get MRI information. No patient symptoms were reported. No further complications were reported.